Manufacturer narrative:
Philips is making efforts to retrieve the device from the consumer. We meet all of the relevant safety standards for this product.

Event description:
Customer's breast pump device was plugged in and charging when the customer noticed black smoke and the end of the powercord turned black. No injuries reported by the customer. The consumer stated they were to be contacting an electrician to determine the source of the issue.

Event description:
Customer''s breast pump device was plugged in and charging when the customer noticied black smoke and the end of the powercord turned black. No injuries reported by the customer. The consumer stated they were to be contacting an electrician to determine the source of the issue.

Manufacturer narrative:
Philips is making efforts to retreive the device from the consumer. We meet all of the relevant safety standards for this product. Follow up report #1: despite the efforts to obtain the device from the customer, the device was not returned. No product evaluation was able to be performed, therefore no root cause was able to be determined. This is the first time that philips has seen a complaint of this nature.